Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to a fracture. A new lead was successfully implanted. There were no adverse patient effects reported.

Manufacturer narrative:
A request for the return of this lead has been sent. This investigation will be updated should further information be provided.